Manufacturer narrative:
Evaluation summary: the pentax medical emea responded to a good faith effort request via email, that reprocessing is always done. And at least, after 6 hours of storage before sampling as defined in health ministry directive sheet 8. It intermediate disinfection was performed as the level of infectious is median risk. No information about an outbreak in the facility. The sampling report issued, that no bacteria's are detected by our laboratory, so the device is conform to the french regulation. Based on the investigation. It was determined, that the sampling result was fail, because medium-level disinfection was performed, instead of the high-level disinfection specified by IFU. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical penang on 16-nov-2022 under normal conditions. The endoscope was reworked for image abnormal, during image adjustment. And air and water supply test failed, including some parts replacement. And passed required inspections. And was released accordingly. Also, there were no concessions. And the dates of approval for shipment and actual date shipped were confirmed for 16-nov-2022. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brand new endoscope contaminated the fact that the rate of cfu increase with a different bacteria is very strange. I have checked the iso 17025 certificate and I have not identify sampling / analyze of endoscope. But the scope is under change. I think that we have to define actions on 2 steps: on site itself to review / train on reprocessing practices, collect the device and perform sampling at reception in order to compare with belilab laboratory results used by the supplier. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.